Manufacturer narrative:
The technician told the customer they would have to install a communication cable to interface the bed with their nurse call system, user error. The bed was found to function as designed.

Event description:
The account alleged no nurse call when the bed exit alarmed. No patient impact.